Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via operative notes regarding a patient receiving dilaudid via an implanted pump. The patient¿s medical history included chronic pain. The indication for pump use was non-malignant pain and other chronic/intractable pain (trunk/limbs). The patient¿s concomitant medications included cyclobenzaprine, promethazine, oral morphine. On (B)(6) 2016 information was received which indicated that following a pump replacement procedure (see manufacturer¿s report # 300420917 8-2016-27406) the patient was admitted postoperatively to a basic unit for neurological monitoring and pain management. Dilaudid pca was started for optimum pain control. Post-op day one the patient complained of left sided pain around the groin area where vesicles located. The patient had poor pain control and required IV (intravenous) pain medication and was unable to be discharged to home. Post-op day two, dilaudid pca weaned off and transitioned to oral analgesics. The patient reported better pain control and was stable for discharge home. Discharge instructions and follow-up appointments were provided. The patient was discharged with the medications docusate sodium, hydromorphone, lidocaine, and methadone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.